Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 15-nov-2019, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. It was reported that the patient was having intermittent pain relief. There were no environmental, external, or patient factors noted that may have led or contributed to the issue. The hcp noted ¿sluggish¿ return of csf (cerebrospinal fluid) during cap (catheter access port) access. The patient was taken to surgery on (B)(6) 2020. The hcp noted a piece of tissue inside the pump connector but didn¿t know if this attributed to the patient getting intermittent pain relief. The hcp removed the proximal segment of the manufacturer¿s catheter; implanted a catheter from another manufacturer; connected it to a manufacturer¿s pump connector; and attached it to the pump. The issue was noted to be resolved at the time of this report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study reported on 2020-jan-15. The patient reported no pain relief with boluses and felt warmth at mid back with bolus. On (B)(6) 2020 a catheter dye study was performed and was normal. Fluoroscopy performed on (B)(6) 2020 revealed a kinked catheter. A catheter revision occurred on (B)(6) 2020 where the catheter was explanted/replaced (previously reported). The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was inadequate pain relief. The patient was receiving fentanyl 2000 mcg for a total dose of 1100.91086 mcg/day, bupivacaine 20 mg for a total dose of 11.00911 mg/day, and morphine 11.2 mg for a total dose of 6.1651 mg/day. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.

Manufacturer narrative:
Please note: previously recall correction number z-1570-2014 was applied to this event. This recall was applied in error and recall correction number z-1570-2014 does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter ((B)(4)) was returned, and analysis found no significant anomaly (dried drug, blood, or foreign material occlusion in the catheter body). The catheter ((B)(4)) was returned, and analysis found no significant anomaly (catheter incomplete/returned in pieces). All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.